Event description:
It was reported the burr was stuck on the wire. A 1.50mm rotapro and rotawire were selected for an atherectomy procedure. During the procedure, burr became locked on the wire and they were removed from the patient as a unit. The procedure was completed with a different device. There were no patient complications reported. Device evaluated by MFR: returned product consisted of a rotapro device. The advancer unit and burr unit were received together with the rotawire inside of the device. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. The coil is stretched. There are numerous sheath kinks. The returned rotawire was able to be removed from the device and was re-inserted into the burr tip of the burr catheter and it advanced through the entire length of the device with little resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the burr was stuck on the wire. A 1.50mm rotapro and rotawire were selected for an atherectomy procedure. During the procedure, burr became locked on the wire and they were removed from the patient as a unit. The procedure was completed with a different device. There were no patient complications reported. Device evaluated by MFR: returned product consisted of a rotapro device. The advancer unit and burr unit were received together with the rotawire inside of the device. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. The coil is stretched. There are numerous sheath kinks. The returned rotawire was able to be removed from the device and was re-inserted into the burr tip of the burr catheter and it advanced through the entire length of the device with little resistance. Inspection of the remainder of the device presented no other damage or irregularities.